Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacturer date of the device is unk. This device has been received by this manufacturer, but an evaluation has not yet been performed, therefore, a physical evaluation has yet been performed and we are unable at this time to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that the vaxcel pasv PICC was therapeutically implanted in a patient (age and gender unk) on the event date. Eighteen days later, a leak was noticed, when the PICC had poor blood return. The hole was observed to be distal to the suture wing and approximately 5 - 7cm past the suture wing. The PICC was not replaced. The complainant reported, that there were no additional adverse affects on the patient as a result of the reported problem.